Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range shock impedances. No adverse patient effects were reported. Lead remains in service.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
New information received indicates that current lead measurements are stable and within normal limits. The physician has elected to monitor the patient.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.